Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for pseudomonas and fluid overload in a patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis reported by the consumer was that it could be a tear in the patient's bowel. The nurse reported that the pseudomonas entered through the patient's abdominals (bowels). On an unreported date, the patient also experienced fluid overload. Treatment provided was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. An outcome was not provided for the fluid overload. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the fluid overload.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10d07039 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.